Event description:
Per the clinic, the patient experienced recurrent skin issues at the abutment site. Subsequently on (B)(6), 2015, the site was cauterized due to granulation. On (B)(6), 2015, the excess skin was excised. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.